Event description:
The reported event was anastomotic leaks in 2 cases, once on post-operative day 7 and the other was on post-operative day 8. In each case, the anastomosis was reportedly performed with a cdh 29 circular stapler gun. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).